Event description:
It was reported by the repair technician that the device runs on its own when the battery is inserted. It is unk if there was pt involvement or adverse consequences due to the event.

Manufacturer narrative:
The device was returned to the MFR for investigation. The complaint was verified. The spring on the index button was upgraded. The device was repaired and returned to the account.